Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead pace sense leg initially bunched up and would not advance into the port of the new implanted device. Moreover, when adjusting the lead leg to re-insert, this suspected portion rolled off the lead itself. A boston scientific technical services (ts) discussed that a piece of insulation that came off the terminal pin does not longer met its specification and may not create a good seal in the lead port. Hence, the pace/sense portion of this rv lead was capped and a new lead was implanted. No additional adverse patient effects were reported.